Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device cable to be out of specification electrically and it was replaced. The device label was replaced as associated. (B)(4)